Event description:
Teleflex 6f langston multipurpose catheter came apart during normal use. Performing aortic valve study using a 6f radial access. Aortic port would persistent aspirate air and blood when in body. Blood leakage was noted at hub. Upon removal of the catheter the inner catheter became detached from outer catheter lumen. All the catheter was retrieved from the patient without incident. FDA safety report ID # (B)(4).